Event description:
It was reported by the patient's husband that there is a possible injury based on two independent specialist knee surgeons who were consulted privately. It is possible that the surgeon in question may have inserted and oversize prosthesis in the patient's knee.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. Should additional information become available, the clinical/medical assessment task may be re-evaluated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.